Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via distributor and field representative regarding a patient who undergone spinal therapy with an indication of lumbar spinal canal stenosis and with medical history of ht, retinal detachment. It was reported that reoperation was scheduled due to stenosis. Initial surgery performed on (B)(6) 2017. The patient couldn't walk 10m, and a pain was felt in the right calf. Stenosis on l3/4. Olif was performed on l4/5 at the first surgery, posterior pps fusion was performed with competitor¿s product. In the reoperation on (B)(6) 2020, after decompression between l3/4 was performed, with two rt6 °10 * 22 plif was performed. The posterior fusion on l3/4 with the same competitor¿s product as before was performed and the operation was completed. In an opinion of the physician, as the reason why stenosis occurred in superior this time, as it was olif, it will not be a problem. It was same as stenosis occurring in superior in plif or tlif. There was no malfunction with the product. Device was not removed, and it was in patient. No further complications were reported.